Event description:
It was reported that patient had the inflatable penile prosthesis cylinder and pump components removed due to a malfunction and possible pump problems. The reservoir was drained and remains implanted. Same patient as manufacturer report number: 2183959-2018-62280.

Event description:
It was reported that patient had the inflatable penile prosthesis cylinder and pump components removed due to a malfunction and possible pump problems. The reservoir was drained and remains implanted. Same patient as manufacturer report number: 2183959-2018-62280.

Manufacturer narrative:
The complaint components were returned and analyzed. The reported allegation of malfunction was not confirmed via product analysis. The cylinders and pump performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.